Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported: "sphb reading is not consistent and measurement varies from 11 to 14 when used by the same user. Sometimes testing results in test incomplete error" no consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. The returned sensor was evaluated. During the evaluation, the sensor failed due to low power in the emitter detector chain on varying currents and temperatures; the sensor emitter led power emission as detected by photodiode(s) reports low responsiveness when the sensor current and temperature is varied. Failures exist in the interaction between this sensor emitter and detector. The sensor most probable root cause is that there is a failure as a result of borderline performance on both the detector and emitter and the interaction between the two. This failure was not observed to impact sensor performance in use. (B)(6).